Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. No fragments were returned. The broken tip adapter appears severely damaged with pieces broken off and would have measured approximately 3.3mm x 2mm. Visual inspection was performed and found no external damage to the housing or cables. The disks were able to articulate with no issues. The housing was opened up and found no internal damage. The complaint regarding a broken distal tip was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that the single port (sp) monopolar curved scissors (mcs) instrument had a broken distal tip. The customer reported event has no report of patient injury.